Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the spine clamp is not clamping down correctly. This issue was discovered while checking the trays. There was no patient present when this issue was identified. Additional follow-up determined that the clamp is loose once clamped down on the spinous process.